Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented remotely via merlin.net transmission with oversensed noise on the atrial lead. The oversensing had resulted in inappropriate automatic mode switch episodes. The noise could not be reproduced in clinic, and the patient would continue to be monitored.